Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? Was the needle left in patient? What tissue structure is it located? Size of the needle piece retained? Are any plans in place to remove the needle piece in future? What is current condition of the patient? Product code?

Event description:
It was reported that the patient underwent an aortic aneurysm procedure on (B)(6) 2019 and suture was used. The needle broke during the surgery, fell into the patient, and was unable to be retrieved. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/10/2020. Corrected information: b1, h1- upon further review, this medwatch report 2210968-2020-05880 meets serious injury reportability criteria and has been updated from malfunction to serious injury issue. Corrected h-6 patient codes: 2687 additional h-6 method codes: 3331 a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? Was the needle left in patient? What tissue structure is it located? Size of the needle piece retained? Are any plans in place to remove the needle piece in future? What is current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/17/2020. The following information was requested but unavailable: what was the size of the needle that was used? Was more than half the needle retained in the patient? In what tissue/structure is the device retained? Were x-rays performed to localize the needle fragment? Are there any plans to remove the retained needle? What instrument was used to grasp the needle? Where was the needle grasped during use? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.